Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "during ventilation the ventilator entered ambient state." Health impact: (2) no clinical signs, symptoms or conditions and no health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
During ventilation the ventilator alarmed with several tfs and entered ambient state. No harm to the patient was reported. The event did not cause or contributed to a death or serious injury to a patient. The root cause of the event was determined to be a defective main board. After replacing the main board, the device was released back into use.